Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call keypad anomaly. Customer's mother advised the down button is not working. Customer's blood glucose reading was 200 mg/dl. Troubleshooting for keypad anomaly was performed. Customer noticed the keypad anomaly while trying to access the reservoir set up on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to flattened express bolus and down arrow button dome switches and an unlocked keypad connector. The displacement test could not be performe due to the unresponsive button. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window, missing end cap sticker and a scratched case.